Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an oozing rash on back under the lifevest equipment. It was reported that the patient was in bed for a long period of time due to a fractured spine. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's nurses provided daily wound care to the skin irritation. Outcome of the irritation is unknown.